Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage occurred when the patient was moving from the bed. An issue was suspected with the percutaneous lead (driveline). Low flow alarms were also reported, however, it was reported that the patient had a small body habitus. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop and low speed advisory events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 12.5 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Visual inspection of the returned portion of the driveline revealed breakdown of the metal braided shield approximately 8 inches from the pump housing. Electrical continuity testing did not reveal any discontinuities. Visual examination of the wires revealed breaches to the insulation of the black and brown wires 8 inches from the pump housing, exposing the inner conductors. Additionally, a breach in the green wire was observed 8.25 inches from the pump housing and a breach in the orange wire was observed 8.5 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stop and low speed advisories captured in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.